Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep said they charged the implant last night, but when rep tried to connect with the recharger prior to surgery today, the message was 1021 error, that the ins is too low to sustain therapy. Rep then did another interrogation with their tablet and the battery showed 90% battery. Rep said they were never able to connect the recharger to charge the implant. Technical services(ts) reviewed potential to not be able to recharge the implant, once it was implanted. Rep to let healthcare provider (hcp) know, so that hcp can decide whether to proceed with the implant. Rep didn't have another ins. The rep later reported  the device was implanted. They were able to successfully connect the recharger after the procedure, and the ins was at 90%. On 2024-oct-11 the rep clarified the 1021 error message was seen on the recharger. The ¿device is too low to sustain therapy¿ was seen on the clinician tablet. Because of the error on the clinician tablet, there was not an option to run intraoperative impedances. Fortunately, upon re-interrogation of the device, we were able to reconnect and run intraoperative impedances. The serial number of the charger was provided, but software version could not be confirmed. The cause of the errors was not determined. The rep restarted the clinician tablet, selected find new device (rather than find previous device), and were able to reconnect to the device to run impedances during the procedure. The recharger could then be used to recharge. The issue seems to be resolved. The recharger and clinician tablet were eventually able to connect and recharge as normal. The rep was using a teammates tablet at the time. The rep provided the pre-op and post-op reports.